Event description:
A hemodialysis user facility reported that a hemodialysis bloodline had a blood leak during treatment. The leak was visually observed by the user at the venous injection port in the area of the hard plastic on the injection port. Estimated blood loss was 5ml's. A new set was primed and used for the procedure. Pt had no ill effects. Sample is not available.